Event description:
During the atrial fibrillation procedure, it was reported that there was noise on all channels in including body surface and intracardiac signals on both carto 3 and the ep recording systems. Additional information provided stated the noise issue was resolved after the map catheter cable was replaced. The procedure was completed with no patient's consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During the atrial fibrillation procedure, it was reported that there was noise on all channels in including body surface and intracardiac signals on both carto 3 and the ep recording systems. The noise issue was resolved after the map catheter cable was replaced. The procedure was completed with no patient's consequence. DHR review was performed. No anomalies were noted in manufacturing or service. It was determined the issue was caused by the defective catheter cable. Cable was not returned for analysis. No service was required for this unit. Customer's complaint was confirmed.